Event description:
Patient had laparoscopic preperitoneal right inguinal hernia repair with mesh; balloon placed by surgeon to dissect. Upon inflation of the balloon it ruptured, leaving piece in the preperitoneal. Surgeon was able to successfully remove all the pieces.